Event description:
The following has been reported: biomed reported: "service needed alert after startup screen" process step where problem occurred: before use injury/adverse reaction: no active infusion stopped: no a preliminary review identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatics issues. The device displayed a red pump service alarm after powering on. Log files were reviewed and found multiple valve leak failures. The device was opened to inspect for internal damage and perform testing on the pneumatics system. No internal damage was identified. The pneumatics system was able to pass recharge testing but failed during hardware testing, indicating a valve 2 leak failure.